Manufacturer narrative:
On 4-nov-2025, the bwi product analysis lab received the device for evaluation. The product investigation was subsequently completed. It was reported that a patient underwent an atrial fibrillation ablation procedure with a qdot micro¿ catheter and the physician heard a steam-pop while using qmode plus at 90 watts for 4 second. The catheter was pulled out to check for char and the medical team did find char at the tip electrode. The physician determined that the amount of char identified was excessive. Device evaluation details: the device was returned to johnson & johnson medtech (j&j medtech) for evaluation. A visual inspection, temperature, impedance, and irrigation test of the returned device were performed in accordance with j&j medtech procedures. Visual analysis revealed no damage or anomalies on the device. The temperature and impedance test was performed, and no issues were observed. An irrigation test was performed, and the device was flushing correctly. No issues were observed during the product investigation. A manufacturing record evaluation was performed for the finished device number lot 31615004l and no internal action related to the complaint was found during the review. The char and steam pop issues reported by the customer could not be replicated during the product investigation; other issues or circumstances may have occurred during the usage of the device that compromised its performance. The instruction for use (IFU) contain the following recommendations: when rf (radiofrequency) energy is interrupted for either a temperature or an impedance rise (the set limit is exceeded), the catheter should be removed, and the tip should be inspected for char/coagulum that may be present on the tip. If present, do not continue the procedure with the same catheter and replace the catheter. If no char/coagulum is present, flush the tip to ensure the irrigation holes are not plugged prior to reinsertion of the catheter inside the patient body. As part of johnson & johnson medtech¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation ablation procedure with a qdot micro¿ catheter and the physician heard a steam-pop while using qmode plus at 90 watts for 4 second. The catheter was pulled out to check for char and the medical team did find char at the tip electrode. The physician determined that the amount of char identified was excessive. No error messages appeared on any of the systems. The correct catheter and generator settings were selected. There were no irrigation or flow issues. Heparinized normal saline was used for irrigation. A consistent act (activated clotting time) was maintained throughout the procedure, the exact values of which are unknown. Excessive force was not used (greater than 25g of force and less than 40g). The catheter was replaced, and the problem was resolved. The case continued. No patient consequences were reported.

Manufacturer narrative:
The product has not returned for analysis, however, a picture(s) were provided by the customer. Evaluation is still in progress. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 30-sep-2025, the product investigation was completed based on a received photograph of the complaint device. It was reported that a patient underwent an atrial fibrillation ablation procedure with a qdot micro¿ catheter and the physician heard a steam-pop while using qmode plus at 90 watts for 4 second. The catheter was pulled out to check for char and the medical team did find char at the tip electrode. The physician determined that the amount of char identified was excessive. Device investigation details: a picture was received for evaluation following johnson & johnson medtech (j&j medtech) procedures. According to the picture provided by the customer, drops of water was observed on the tip of the catheter, also char was observed on the tip of the catheter. A manufacturing record evaluation was performed for the finished device on 31615004l lot number, and no internal actions related to the reported complaint were identified. The customer complaint was confirmed based on the picture received. The device has not been returned for analysis and a root cause is unable to be assigned based on the current evidence. If the device is received in the future, the product investigation will be performed and updated accordingly, and any action will be taken if necessary. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).